Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes disengaged during use.  There was no patient involvement.

Manufacturer narrative:
The device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. H3 other text : customer did not make device available for evaluation.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes disengaged during use.  There was no patient involvement.